Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to evaluate this unit, and found that after a few minutes in operation, the unit turns off. An analysis was done and seen that the unit had a lot of internal dirt, locking the correct functioning of the fans for internal ventilation of the unit when it heated. The engine and power supply was removed from the bia for internal cleaning, and a general cleaning inside was also done. The engine 5000 hours kit and safety disk has been replaced, and a budget of a glass for the glass detection system because it was missing, a direct connection was found without the presence of a glass inside. The unit was cycling for for an hour and a half and there was no presence of abnormalities in its operation and all parameters are in agreement as established by the factory. The unit was not released for use until the glass is applied, still waiting on the customer to approve the part budget to continue the application. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) powered on, started, and then powered off. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusions).

Event description:
N/a.